Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed via data. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. A data log could not be retrieved because the receiver displays initialization screen and continuously resets without displaying a trend graph. The customer complaint was confirmed. A root cause could not be determined.